Event description:
The customer reported that obt348 did not reconstitute well and was giving prolonged clotting times. If quality control testing is not properly performed prior to using a discolored vial of obt348 to test patient samples, erroneous pt clotting times and/or inr values may be reported. This corresponds to ortho-clinical diagnostics complaint number, 98-00131-01.